Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/29/2016: the device was returned to animas and evaluated by product analysis on 08/03/2016 with the following results. The display is dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/4/16 with the following findings: the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 8/4/2016.